Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the request come from an hcp who has asked for specific material on the device removal process, as the patient has a decrease in the number of endothelial cells. It was also noted that, the patient was admitted to the ward on (B)(6) 2025 however unfortunately, the medical team was unable to perform the device removal.

Manufacturer narrative:
Correction information was provided in d.3. And d.4. Additional information was provided in h.3., h.6. And h.11. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported about decrease in endothelial cells after implantation of stent. Additional information was requested, but no further information is available. Additional information received and stated decompensation of their glaucoma and trabeculectomy was performed same 2018 stable glaucoma, but its endothelial cells have been decreasing. Corneal transplant if this continues currently requested to be removed with financial and logistical support from company. The patient was treated with loteprednol etabonate and brimonidine + timolol.